Manufacturer narrative:
The following items were received for investigation: -one used list #l5102, bbraun 5% dextrose injection usp 250 ml excel container intravenous bag lot #j1d101. One used chemoclave bag spike (list # and lot #unknown) one used 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap the returned items from the customer were received and visually inspected. As received, the tubing of the 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap had been cut. This likely occurred outside of ICU medical's possession. No other visible damage or anomalies were identified. Connected as received, the 5" (13 cm) bag spike adapter w/spiros¿ w/red cap and the chemoclave bag spike were leak tested according to product performance specifications. No leaks occurred. The reported complaint of leakage could not be replicated or confirmed. A device history record (DHR) review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred at 9:00 am and involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap that was reported to have visual lateral leakage of adriamycin (or other chemotherapy agent) through the housing of the spiros connector during patient use. There was patient involvement and no human harm. This report captures the first of four events reported.